Event description:
The customer contacted physio-control to report that their device stopped recording, and shut off. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the patient ultimately expired, but it was not known if it was due to the lp15 device.

Manufacturer narrative:
Physio-control was unable to replicate or verify the reported issue. After the device passed performance inspection procedure, it was returned to the customer. The root cause was not determined.

Manufacturer narrative:
A clinical review was completed and it was determined, ¿device use did not contribute." The review further stated, ¿it was reported during care that the device 'stopped recording and turned off.' After reviewing the 30 minute 12 second case, there is no indication that the device powered off or lost signal. The patient remained in a nonshockable rhythm throughout the duration of the case.¿ therefore, based on this new information, h1 type of reportable event has been updated to malfunction. B1 adverse event/product problem has been changed to product problem and "death" has been removed from section b2, outcomes attributed to adverse event. H6 patient code has been updated to no known impact or consequence to patient (2692).

Event description:
The customer contacted physio-control to report that their device stopped recording, and shut off. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the patient ultimately expired, but it was not known if it was due to the lp15 device.

Manufacturer narrative:
The customer communicated that there was no patient information available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device stopped recording, and shut off. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that the patient ultimately expired, but it was not known if it was due to the lp15 device.